Event description:
A customer reports getting a reading of 374 mg/dl at 3:30 am and administered 10 units of insulin in addition to the basil rate administered by her insulin pump. The customer reports checking her insulin again within 10 minutes and getting a reading of 103 mg/dl. The customer reports feeling sweaty, weak, disoriented, and she reports losing consciousness. The customer's sister gave her orange juice with sugar and 6 glucose tablets. When plotted on a parkes error grid the results fall in the 'c' zone, which shows the difference to be clinically significant.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.